Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient has not felt the stimulator, has had a loss of therapy for something like 6 months and is concerned. Patient states she is dribbling now and does not know if the bladder is emptying fully. Caller states she tried to increase the stimulation and she cannot feel anything. Syncing with the programmer prior to the call showed stim was on, on program 4 and set to 3.1 v. It was noted patient put new batteries in the programmer because they there shot on the day of the call. Medical history prior to implant was provided: bladder is down into the urethra and is not in the proper place and patient had 4 surgeries to try and pull the bladder up. Patient was advised to contact her doctor to have the device checked. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: the patient has not been seen in their office since (B)(6) 2016, and at that time the device was working well. No further complications were reported or are anticipated.